Manufacturer narrative:
The field service engineer replaced the heat cut filter, vacuum diaphragms, air pump kit, and air filter. He found the sample probe was bent and he replaced it. He checked and adjusted all reagent and sample probes, refit the rinse tubings, adjusted the cell levels, and adjusted the gear pump head. A cell blank and qc results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein result from the cobas 8000 c702 module. For five patient samples, the initial result was reported outside of the laboratory as <10 g/l. When repeated, the results were: sample 1: 78 g/l. Tested on (B)(6) 2022: sample 2: 78 g/l; sample 3: 58 g/l; sample 4: 60 g/l; sample 5: 68 g/l. The repeat results were believed to be correct. The reagent lot numeral and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.